Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hv lead impedance was observed. Lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 47cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.